Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that when pulling the system back from acquiring a scan during two different cases, the system displayed radiation was disabled. The site had to reboot the system each time to enable radiation.  No known impact to patient outcome. Surgical delay unknown. Troubleshooting was performed, the site verified the connections on the image acquisition system (ias) were properly seated and that the had an adequate power outlet. Additional information was received. The event caused a surgical delay of 10 minutes. Additional information was received stating that this issue was caused by the customer disabling the radiation via the pendant. This was not a serviceable event and no logs were needed nor was there any need to order parts.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.